Manufacturer narrative:
Information contained on this report was previously submitted through psr on 23/jan/12. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of pain, visibility/palpability and lump/nodule are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation is hardening, pain, lump and rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Patient reported having experiencing "hardening of the breast, lump or thickening in or near the breast or in the underarm area," and "moderate pain." Healthcare professional reported left side rupture. Device remains implanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Device evaluation: analysis of the returned device identified: opening extended on posterior, creases fold and underweight. A visual and microscopic analysis was performed which identified: opening crease sharp on posterior, wear abrasion and stress marks. Base on the device analysis the final assessment is: an opening crease sharp on posterior assessed as fold flaw opening.